Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that the heartstart mrx defibrillator showed a no cables attached message in pacer mode during pt use. There was no pt involvement.